Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and multiple sclerosis. It was reported that the reason for the patient¿s call is to find a new pain doctor since his pain doctor is about 50 miles from his residence. Troubleshooting done on the call consisted of reviewing the physician locator website and mailing out physician listings to the patient's address on file. When the patient got the pain pump, he thought he would be able to stop taking oral percocet, but since the pump has been implanted, he has been taking the same amount of oral percocet. The pump has been turned up as far as he can go, that allows him to function. It was ".8 mg.¿ the patient stated that his ¿device is not working fine.¿ he is in constant pain from the "time he wakes up¿ which happened since implant ((B)(6) 2017). It was "so much pain.¿ the drive to and from his healthcare professional¿s (hcp) office and the pain caused him to be "wiped out for a day or two.¿ the pain is in his shoulder, arms, legs, "everywhere." When he rolls over and lays on the pump, he gets a really bad burning around the area of the pump, it¿s "always been there¿ (since implant). He can't lay on the right side. The pump is not attached to anything and "floats around" inside of his body. It "gets up underneath his ribcage" and because the pump floats around, they can never put the needle in the same spot when he goes for a refill. He confirmed that this issue has been since implant. He used to have morphine in the pump, but got the morphine taken out because the morphine "wasn't doing anything¿ (starting ¿about 2 months after implant¿). He currently has dilaudid in the pump, but the dilaudid "isn't doing anything" either. He has been on dilaudid for 3 months. He has had a headache for 9 weeks now and has spoken to his hcp about it. The patient was redirected the to speak to the hcp about the medical issues reported in this call. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. There were no further complications reported/anticipated.